Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer experienced a low blood glucose level (20 mg/dl). During troubleshooting, tandem technical support verified that customer accidentally entered a bg value of 20 mg/dl into the pump and then entered a correct bg value of 201 mg/dl. Customer did not experience a low bg, and a bolus was not delivered based off the bg value of 20 mg/dl. There was no reported impact to customer's blood glucose level.